Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-may-2019 with the following findings: during investigation, the pump powered on with the display clear and legible. The vibration and sound were functioning appropriately. The complaint of a blank display issue was not duplicated during investigation. The pump black box data files were not able to be downloaded. A leak test was performed which showed a leak due to a torn/punctured bolus button. The pump was opened and moisture was observed inside all internal components of the pump including the display, display board. Unrelated to the blank display issue, a cs 006 call service alarm occurred that would not clear due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.